Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of anxiety-product/procedure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and anxiety-product/procedure.

Event description:
Healthcare professional reported a left side rupture and exchange from textured to smooth implants due to the patient's concern with the product. Additionally, healthcare professional reported "chronic fatigue"; this event is not device related. Device has been explanted.